Manufacturer narrative:
(B)(4)

Event description:
Procedure: low anterior resection. According to the reporter: after the first firing was done normally, the sulu would not be released from the adapter shaft easily. The sulu was slightly bent and the jaw was not opened completely. Even after replacement of battery the problem wouldnot be solved. Using new idrive and adapter, the case was completed with no problem. No patient harm. The patient current status: good operating time extended: less than 30 min. Additional tissue resection: no. Tissue damage: no. Nothing fell into the cavity. No bleeding. Nothing of adverse event caused by extension of or time was reported. No patient info is available: gender: unknown, age: unknown, weight: unknown the customer did not know if reinforcement material was used."